Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method as described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ "[inspection of the endoscope] 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. Inspection of the instrument channel 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition to evaluation, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Liquid leakage was recognized in the light guide bundle. Scratches were on the insertion tube. The insertion tube was discolored. There was uneven lighting in the image. Watertightness was not maintained due to holes in the curved rubber. The suction cylinder was scraped. The suction cylinder was deformed. Peeling of paint was recognized on the suction cylinder. Scratches were found on the operation part. Scratches were found on the switch box. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. The plating of the scope connector contact had peeled off. The scope connector contacts were discolored. There were scratches on the scope connector cover. There were scratches on the right/left angle fixing knob. Peeling of the paint was recognized on the air/water supply cylinder. The protector of universal cord on scope connector side had a scratch. Subject device reprocessing it is unknown if the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It is unknown if the instrument/suction channel was aspirated. It is unknown if there were abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. It is unknown if the instrument channel was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the instrument channel was brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii gastrointestinal videoscope had a broken tip. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined a foreign object came out due to a clogged forceps channel. The clog was due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.